Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if issue returned, which caller acknowledged and understood.